Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("blood clots/abnormal bleeding general") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2008 to 2009 and loestrin from 2007 to 2008. Concurrent conditions included difficulty breathing and hives. Concomitant products included armodafinil (nuvigil), citalopram hydrobromide (celexa), lamotrigine, oxybate sodium (xyrem), topiramate, trazodone and ziprasidone. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdomen pain"), device allergy ("allergic or hypersensitivity reaction type: coils"), urinary tract infection ("infection urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and vulvovaginal pain ("severe vaginal pain"). The patient was treated with surgery (laparoscopy assisted vaginal hysterectomy (lavh) possible bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, device allergy, urinary tract infection, female sexual dysfunction, depression, dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, depression, device allergy, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: coils, urinary tract infection, apareunia (inability to have sexual intercourse), depression, dyspareunia (painfulsexual intercourse) were added, patient's medical history, concomitant medications were updated. Laboratory data was updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("blood clots") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (assisted vaginal hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure.incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.